Event description:
It was reported that while replenishing product, hospital staff discovered the screw head was missing. An evaluation of the returned product found that the screw fractured. There was no patient involvement.

Manufacturer narrative:
Zimmer biomet complaint cmp (B)(4). G2: foreign - japan. A visual inspection was conducted on the returned screw. The screw shows signs of attempted use including marking and scratching on the screw head and shaft. Further inspection showed that the screw head has fractured; images identified ductile dimples which suggests overload mode of failure. Eds semi-quantitative elemental analysis indicates composition was consistent with ti-6al-4v alloy. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.